Manufacturer narrative:
PMA/510k: this product is only import for export. International medical device regulators forum (imdrf) adverse event reporting (B)(4).

Event description:
Pentax medical was made aware of a complaint on 04th sep 2020 that occurred in the operating room during use outside of the united states in (B)(6) involving pentax ed34-i10t serial (B)(4). The reported incident is as follow: the patient had pancreatic cancer and obstructive jaundice. At 10:00 (B)(6) , 2020, the user inset the biliary stent and the operation was correct. At 10:15, (B)(6) , 2020, the elevator can't help the accessory into the biliary tract. At 10:20, (B)(6) , 2020, the user changed another scope. The procedure was finished. The user contacted the engineer to repair." The device was received at pentax asia pacific service center for further evaluation and inspection. Then unit was inspected and the user narrative was confirmed. The inspection results is as follows: "the device is ec34-i10t sn: (B)(4) which happened in (B)(6) . The user changed the scope and then procedure was finished. The contact information: (B)(6) . No harm was caused. The scope was installed on (B)(6) 2018. After inspection, the elevator assembly was broken." The engineer replaced the elevator and return the equipment to the user. On (B)(6) 2021, a device history record(DHR) review for model ed34-10t, serial number (B)(4) was performed, the DHR review confirmed the endoscope was manufactured on 22-aug-2018 under normal conditions, passed all required inspections, and was released accordingly. Also, there were no reworks or concessions and the dates of approval for shipment and actual date shipped were confirmed.